Event description:
The customer reported an o2 device failed occurrence. If the o2 device test fails, the unit shall alarm indicating failure of the test, and continue to ventilate using air only. If the fio2 set at the time of the test failure is >25%, loss of the oxygen source can be detrimental to a patient. No patient involvement / harm reported .